Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer believes that the insulin pump delivered 40.0 units of insulin overnight, and her glucose reading was 27 mg/dl when she woke up. The customer's most recent glucose reading was 96 mg/dl, and she has treated with food and glucose tablets. Troubleshooting was performed. The customer stated that she was not connected during priming. The programming, time, and date were correct. The customer stated that the reservoir is showing more insulin than the status screen shows. The customer stated that she got a low reservoir warning faster much more quickly than expected for the past two days. The customer declined to do further testing and requested a replacement of the insulin pump. No further info was provided.